Event description:
It was reported that the peek implant cracked in the center of the device after implantation. The broken area reportedly was located next to the threaded hole. The implant was not replaced. No pt complications were reported.

Manufacturer narrative:
(B) (4): the implant remains implanted, therefore, product return is not possible at this time. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.